Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of signal. Undersensing was also noted. No intervention was reported. Patient condition was not provided.